Manufacturer narrative:
(B)(4). Additional information: it was reported that a patient who experienced a previously reported peritonitis subsequently passed away coincident with peritoneal dialysis therapy. The cause of death was reported to be due to multiple myeloma. The patient was placed into hospice care one day prior to passing away. It was not reported if the patient was recovered from the peritonitis event prior to death. An autopsy was not performed. Three days prior to the death, peritoneal dialysis therapy was stopped due to the multiple myeloma and the patient having a deteriorating condition. Peritoneal dialysis therapy was not ongoing at the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. One day after being hospitalized for two other indications, the patient was diagnosed with peritonitis. On the same day, the patient began treatment for the peritonitis with vancomycin (1.5 grams, intravenously, frequency not reported). Three days after being admitted, the patient was discharged from the hospital. On an unreported date in the same month as diagnosis, the patient was treated for the peritonitis, post discharge, with vancomycin (1.5 grams, every 4 days, intraperitoneally [ip]). Eleven days after peritonitis diagnosis, treatment with ip vancomycin ended. At the time of this report, the patient was recovering from the peritonitis event and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.